Event description:
It was reported that during a laparoscopic gastric bypass procedure the trocar was leaking, with a 5mm grasper. The case was completed with the device. There was no pt consequence. The device was discarded.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.